Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that during intraocular lens (iol) implantation, the preloaded lens was stuck half in, half out of the cartridge with confirmed patient contact, the procedure completed on same day. Additional information has been received and stated that no patient harm.

Manufacturer narrative:
Additional information was provided in h.3., h.6. And h.11. The product was returned for analysis and the reported complaint could not be observed. No lens was returned. The device was returned in the blister tray. The lock-out assembly has been removed. The plunger has been fully advanced outside the tip of the device. Viscoelastic is dried in the device. No iol. No damage or abnormalities observed. The product investigation could not identify the root cause for the reported complaint "preloaded lens was stuck half in". No lens returned. No damage to the device observed. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is:(B)(4).